Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned with the lens. The lens is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. The company, 23.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following the intraocular lens (iol) implant procedure, patient had intolerable dysphotopsia. The lens was exchanged for an unspecified monofocal iol after the initial implant procedure. Additional information received stating that the lens was exchanged with non-company lens of different diopter.